Event description:
This complaint is from a literature source. The following literature cite has been v r, apte ap, gottemukkala ar, annapareddy a, reddy avg. An incognizant glitch-pinnacle polyliner dissociation: a case report. J orthop case rep. 2021 nov;11(11):92-94. Doi: 10.13107/jocr.2021.v11.i11.2530. Pmid: 35415119; pmcid: pmc8930316. Objective and methods: case report: a 31-year-old male presented with failed competitor femoral head fracture fixation for which total hip replacement was done. The patient received a pinnacle cup with 2 acetabular screws and an unknown depuy polyethylene liner. The manufacturer of the stem and head were not specified. Postoperatively at 18 months, he noticed a pain and catching in his groin. After radiographic imaging, he was diagnosed with pinnacle liner dissociation causing the unknown head to articulate directly with the shell. The patient received a revision where the unknown head and liner exchange with cup and unknown stem retention. The authors note one screw was removed, no reported product problem, as the cup was well-ingrown, and the removal accommodated the new acetabular liner. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pinnacle cup and unknown polyethylene liner: revised to treat pain due to disassociation of the liner from the cup.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.